Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a micro-perforation occurred. The 70-99% stenosed lesion being treated was located in the mid to distal left anterior descending (lad) artery. The lesion was predilated with a 3.0x12mm quantum maverick. A 3.0x28mm promus stent was deployed in the distal lad. Another 3.0x28mm promus stent was deployed in the mid lad, overlapping the previously placed distal stent. A 3.00x23mm promus stent was also deployed in the mid lad. All stents were dilated and deployed at 12atm. The stents were post dilated with a 3.0x12 quantum maverick. Then balloon dilation was performed in the 60-70% stenosed proximal lad. The physician noticed a small micro-perforation of the distal lad. The physician noted that there was some initial small epicardial calcification which was most likely pushed into the vessel wall by the stent. The physician was initially going to place a 3.0x16mm non-bsc stent. However, once in the lad they were unable to further advance the non-bsc stent or retrieve it, due to wire bias against the vessel wall. While attempting to retrieve the non-bsc stent the ¿balloon¿ dislodged, resulting in an undeployed non-bsc stent in the proximal lad and part of the left main. A snare was used in an attempt to remove the dislodged material. The snare, graft, and guide catheter were removed, but the non-bsc stent was not present. Angiography was performed. The perforation appeared to be in the myocardium and was sealed up a few minutes after the discontinuation of angiomax. Fluoroscopy was performed. The non-bsc stent was identified in the right profunda femoris artery. The stent was not flow limited and the decision was made to leave the non-bsc stent in the artery. The patient tolerated the procedure well.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).